Event description:
It was reported that a spectrum iq infusion pump failed flow accuracy test (200/hr, volume to be infused 80m, 24 minutes). This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6 and h11. H11: the device was received for evaluation. During functional testing, the reported problem of under infusion was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of this condition was determined to be the pressure plate travel. The pressure plate travel requires adjustment to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.